Manufacturer narrative:
Device evaluated by manufacturer: visual inspection of the catheter showed there was dried body fluid on the handle, main body tubing and distal end. Dried saline was also present on the distal end and inside the irrigation ports. Both ring #3 seals were damaged and there was a rust color underneath ring #1 and #3. Inspection of the steering knob and tension control knob revealed proper function on both lock and unlock positions and no abnormal resistance was felt when actuating the steering mechanism. Electrical continuity checks, while manipulating the catheter shaft, revealed no open or short circuits, as checked manually using a multi-meter and breakout box. All electrode and thermocouple resistances measured in specification and were typical. X-ray found no anomalies. During ablation testing, no temperature issues were encountered prior to, during or after ablation; however, noise testing while ablating exceeded current device specifications and leak testing of the distal catheter shaft failed. The investigation conclusion was design inadequate for purpose. The damaged ring #3 electrode seals allowed fluid ingress into the distal end. The conductive nature of body fluid and/or saline could cause electrical shorting of the thermocouple which could lead to temperature measurement failure.

Event description:
Reportable upon analysis completed 12-aug-2019. It was reported that during the procedure for right atrial flutter, prior to ablation with the intellatip mifi open-irrigated catheter, the smart ablate generator displayed a "temperature too low" error. The cable and adaptor were exchanged, which did not solve the issue. Exchanging the catheter resolved the error and the procedure was successfully completed. There were no patient complications. Device analysis determined that the ring #3 electrode seals were damaged, which allowed fluid ingress into the distal end.